Manufacturer narrative:
Upon review, it was determined that the initial MDR (MFR 2016493-2025-66205) was submitted in error, as there was an existing submission (MFR 2016493-2024-00700). This supplemental is to retract the initial MDR (MFR 2016493-2025-66205). Another supplemental was sent for the original (MFR 2016493-2024-00700).

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly displayed a "user bioid unable to authenticate" error message during the sign-in attempt at the station. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly displayed a "user bioid unable to authenticate" error message during the sign-in attempt at the station. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-sep-2022 to 20-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a user being unable to log in to the station. A technical support specialist confirmed that there was no activity or update from the customer and requested to close the complaint file. The system functioned as intended after assessed by the technical support specialist.